Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implant procedure follow-up the patient presented with an infection with purulent discharge. A pocket revision procedure was performed and the patient was treated with antibiotic therapy. Following the pocket revision procedure, the patient presented again with an infection and purulent discharge so an antibiotic change was made. The patient later presented again with an infection with purulent discharge. The device was explanted and replaced and the leads were capped to resolve the event. During all pocket revisions and device replacement, cultures were taken and sent for analysis. The physician believes the infection was due to the implant procedure. The patient was stable and will continue to be monitored.